Manufacturer narrative:
Concomitant medical products: 383069 lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported four days post implant, that they had tripped and scraped their knee and then noticed a drop of blood on the bandage over their implant area. They were wondering if their device was working properly. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.